Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that three unknown locking screws broke after the patient fell on an unknown date. The patient complained of increasing load-related pain and persistent pain in the left shoulder. A diminished sense of touch was noted at the distal end of the middle finger of the left hand in the innervation area of the median nerve. The patient initially underwent an open reduction and angular stable plate osteosynthesis of a displaced multi-fragment fracture of the left distal radius procedure on (B)(6) 2015. During the initial surgery six unknown screws, a variable angle locking compression plate (part number 04.111.531) and one cortex screw (part number 401.764) were implanted. A follow up x-ray taken six weeks after the initial surgery showed a posterior displacement with broken screws. A CT scan further confirmed that three locking screws were broken on the ulnar side and secondary posterior displacement of the distal radius multi-fragment fracture had occurred. The ulna was also shown to have advanced by approximately 8 mm. Revision surgery was performed on (B)(6) 2015 and included removal of the osteosynthesis hardware, lengthening of the osteotomy of the distal radius with refixation and cancellous bone graft (harvesting of cancellous bone from the left iliac crest) and additional cancellous bone graft with two osteophyte blocks measuring 10 x 10 x 10 mm. An unknown 6-hole, two column plate and four unknown screws were placed at the distal fragment. Unknown angular stable screws were placed in the two proximal holes of the plate. Anteroposterior and lateral check x-rays of the left wrist were performed on the day of the revision surgery ((B)(6) 2015) and then postoperatively on (B)(6) 2015. Additional x-rays will be performed 12 weeks postoperatively. The patient will undergo physical therapy from the third postoperative week and wear a forearm sling for four weeks. Passive-assisted movement of the wrist from the second postoperative day was indicated. This complaint is alleged against the three unknown locking screws and the variable angle locking compression plate (04.111.531). This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Manufacturing investigation evaluation: a two-column distal radius plate was returned intact with no reported product problem identified. A review of the device history records found no issues that would have contributed to this complaint condition. No evidence of a material or manufacturing defect was found. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient initials are (B)(6). Patient weight was not provided by reporter. Event date is unknown. Additional device product code hwc. (B)(4). Additional x-rays and other radiological tests. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.